Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer changed the pump supplies and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.